Event description:
Healthcare professional reported right side rupture confirmed with ultrasound, patient is "leaking silicone from her right nipple-she can express the silicone like breast milk¿, and ¿extremely distressed about this since she has been breast feeding her multiple children for the last 4 years¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported right side rupture confirmed with ultrasound, patient is "leaking silicone from her right nipple-she can express the silicone like breast milk¿, and ¿extremely distressed about this since she has been breast feeding her multiple children for the last 4 years¿. Device remains implanted.

Event description:
Device has been explanted and discarded.